Event description:
It was reported that the monitors switch off autonomously. The failure is caused by the front bezel and is fixed after exchange of the front. There was no patient injury reported. (B)(4).

Manufacturer narrative:
When draeger initially received this report, it was deemed not reportable. However, the results of the investigation determined that the events involve reports that some of the monitor's fixed keys become inoperative or activate without user interaction. The worst case scenario of this temporary malfunction could be that the monitor may discharge a patient automatically. Therefore, it was determined that this complaint is reportable. An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical initiated a field safety corrective action on 06/04/2010 to address this problem. No patient deaths or injuries have been reported as a result of this condition.